Event description:
The account stated that the night attendant finished working with the pt, placed her in the bed, set the end exit. Audible beeps were heard when setting the bed exit. The nurse returned about an hour later and noticed the pt was not in bed and found her sitting on the floor on the opposite side of the bed. The nurse never heard the bed exit alarm go off, but at the time of the incident, she was working with another pt and could not say if she noticed if the bed exit alarm was on and/or set. The pt expired. The account indicated the pt death was unrelated to the bed. A dnr was in place.

Manufacturer narrative:
The tech tested the bed and found all bed exiting modes would set and alarm when weight was removed from the bed. The tech and the accounts engineering department could not duplicated the alleged malfunction. A model 1600 advanta bed user manual contains detailed instructions on properly setting the pt position monitor. The pt position monitor is not intended as a substitute for good nursing practices. It must be used in conjunction with sound pt risk assessment and protocol to prevent personal injury.